Event description:
It was reported that an ilet user experienced perceived algorithm maladaptation after frequently announcing ¿less than¿ for meals, resulting in low glucose after usual meal entries and hyperglycemia after ¿less than¿ entries, with glucose reportedly reaching 324 mg/dl and low 70s; a factory reset was requested and performed with clinician approval, and the setup included an inset 23-inch infusion set and dexcom g7 pairing. Symptoms included hyperglycemia, shaking/ tremors, and muscle weakness. Outcomes included no health consequences or clinical conditions. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcement practices regarding meal size, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.